Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) would not retract was not confirmed during functional testing. The returned autopulse platform performed as intended. Also, the reported cracked top cover was confirmed during visual inspection. The probable root cause of the damaged cover was likely due to mishandling. Top cover will be replaced to address this issue. Unrelated to the reported complaint, a bent battery lock was observed on the returned autopulse platform during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of physical damaged and faulty drive shaft on the platform is characteristics of normal wear and tear. The returned autopulse platform was manufactured in july 2008 and it is nearly 12 years old, well past beyond its expected serviceable life of 5 years. The damaged front enclosure will be replaced and deburring will be performed to remedy the sticky clutch. The initial functional test passed and upon customer's approval, the returned autopulse will be subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the top cover of the autopulse platform (serial (B)(4)) has a 4 inch cracked. Customer also noticed that there was an instance where the lifeband would not tighten but were not able to reproduce that issue. No patient involvement. The lifeband associated with this complaint is submitted under MFR 3010617000-2020-00317.